Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an 8100 pump changed infusion rates on it's own. Insulin regular was hanging at 2u/hour and changed to 3u/hour. The nurse states she did not touch the pump, however the logs and the customer agrees that the nurse reprogrammed the rate at 3:11am. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Additional information added to: per clinical review; revised short description, removed "nurse" from g3. Added time of event. Revised b5 and product grid. Added additional device code. H3 : no device to be returned, log review analysis only.

Event description:
It was reported that the device experienced an unintentional rate change during an regular insulin infusion. Regular insulin was programmed to infuse at 2units/hour and unintentionally changed to a rate of 3u/hour. The nurse states she did not program the rate change and that the device did it on it's own. The patient was also receiving normal saline infusing at 20ml/hour and heparin 13.5units/kg/hour (12.8ml/hour) at the time of the event. It was also noted that a syringe pump module was attached, however it was not in use at the time of the event. The facility biomed performed a log review analysis and determined that the nurse programmed the rate. There were no adverse effects caused to the patient from the event.

Event description:
It was reported that the device experienced an unintentional rate change during an regular insulin infusion. Regular insulin was programmed to infuse at 2units/hour and unintentionally changed to a rate of 3u/hour. The nurse states she did not program the rate change and that the device did it on it's own. The patient was also receiving normal saline infusing at 20ml/hour and heparin 13.5units/kg/hour (12.8ml/hour) at the time of the event. It was also noted that a syringe pump module was attached, however it was not in use at the time of the event. The facility biomed performed a log review analysis and determined that the nurse programmed the rate. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Investigation conclusion: the report of an unintended rate change was confirmed in the pcu event log and due to user error. The pcu event log shows that pm s/n (B)(6) was programmed via a remote IV request to infuse insulin 100unit/100ml (drugid 385) at a rate of 4ml/hr at 9:02 am on (B)(6) 2020 and ran at various rates ranging from 1.5ml/hr, 2ml/hr, 3ml/hr and 4ml/hr, until 11:41 am on (B)(6) 2020, when the device was channeled off. The log shows that during the time of the reported event (0400 to 0410), the rate of the infusion was 3ml/hr, due to a dose change made at 3:11 am. The rate was changed back to 2ml/hr at 5:08 am on (B)(6) 2020. A review of the device error logs found no errors during the time of the reported event. Device inspection: n/a, only the device logs were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported unintended rate change was identified as due to user programming. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 13oct2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 13jan2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no devices received, log review only.